Event description:
On (B)(6) 2019, a 23mm trifecta gt valve and a 27mm epic stented porcine heart valve w/flexfit system were implanted as part of a double valve replacement (dvr). Approximately 2 years post-dvr, the patient was hospitalized due to heart failure and a tear on the trifecta gt valve. The physician is awaiting evaluation results to decide whether re-operation will be required or not; no decision has been made. The patient was reported to be in stable condition. Additional information received on 8 april 2021 reported that the patient has been refusing to undergo redo surgery; the patient has been monitored continuously in the outpatient department. Additional information received on 9 june 2021 reported that on (B)(6) 2021, redo aortic valve replacement (avr) was performed. In addition, an unknown sized epic mitral valve was also explanted the same day "as a precautionary measure", however no clinical symptoms due to possible dysfunction of the valve was confirmed. Two (2) non-abbott valves were successfully implanted.

Manufacturer narrative:
An event of heat failure, a leaflet tear, and explant of the valve was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information sections: b5, h2, h6, h10 an event of heat failure and a leaflet tear with the patient refusing a redo operation of the valve was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 23mm trifecta gt valve and a 27mm epic stented porcine heart valve w/flexfit system were implanted as part of a double valve replacement (dvr). Approximately 2 years post-dvr, the patient was hospitalized due to heart failure and a tear on the trifecta gt valve. The physician is awaiting evaluation results to decide whether re-operation will be required or not; no decision has been made. The patient was reported to be in stable condition. Additional information received on (B)(6) 2021 reported that the patient has been refusing to undergo redo surgery; the patient has been monitored continuously in the outpatient department.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
On (B)(6) 2019, a 23mm trifecta gt valve and a 27mm epic stented porcine heart valve w/flexfit system were implanted as part of a double valve replacement (dvr). Approximately 2 years post-dvr, the patient was hospitalized due to heart failure and a tear on the trifecta gt valve. The physician is awaiting evaluation results to decide whether re-operation will be required or not; no decision has been made. The patient was reported to be in stable condition. Additional information was requested, however is not able to be obtained.